Event description:
The patient presented post syncope with sudden loss of cap- ture and >2000 ohms impedance. When programmed to unipolar, the device captured at the programmed rate with 490 ohms impedance. When the lead was replaced, normal function ensued, but because of previous erroneous data that the patient had presented with a low capture threshold and >2000 ohms impedance, the pulse generator was replaced. The patient was dependent with a junctional rhythm of 35 bpm.